Event description:
A device report from (B)(6) indicates a hosp in (B)(6) reported: pt implanted on an unk date with plate, 3.5mm straight, and screws was discovered to have the plate broken. It is not known if medical/surgical intervention was performed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.